Event description:
It was reported that during a first mtp (metatarsophalangeal) fusion procedure, the compression wire from the variable angle foot set broke. All parts were retrieved and there was less than 5 minutes delay in surgery. The pt was unharmed.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for eval. The lot number is unknown; therefore, a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.